Manufacturer narrative:
Report is on the left side lead (3389) of a two lead system. Journal reference: mandat t.s. Et al. Case report "hypomania as an adverse effect of subthalamic nucleus stimulation: report of two cases", acta neurochirurgica (wein) (2006) 148:895-898.

Event description:
Mandat t.s. Et al. Case report "hypomania as an adverse effect of subthalamic nucleus stimulation: report of two cases", acta neurochirugica (wein) (2006) 148:895-898. The article describes a case study involving a male patient being treated for advanced parkinsons disease with bi-lateral stn dbs. The patient demonstrated unusual behavior (hypomania) two months post dbs implant. His wife reported he had broken into a car and had no explanation as to why. He also indicated he had an "over the top and invincible feeling". The hypomania was resolved with adjustments to the stimulation parameters delivered by both electrodes. No further hypomania was noted in the next six months.